Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a low blood glucose and passing out. Customer said what led up to the event was that the sensor was not working. Customer went to the emergency room at 10am for a low blood glucose. Customer did not say that they discontinued the pump. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and received change sensor, sensor updating and calibration not accepted alerts. The customer reported blood glucose value of 78 mg/dl at the time of event and the hypoglycemic event was treated with intravenous drip with glucose, emergency room visit and by discontinuing use of insulin delivery system. The event involved product(s) mmt-1884l, mmt-342g, mmt-213a, mmt-7020pla. Troubleshooting was partially performed for hypoglycemic event, and reported insulin pump in use leading up to the hospitalization. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-342g. No product return is required for mmt-213a. No product return is required for mmt-7020pla.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.